Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6 atmospheres for 3 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.